Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an 8.0 cm abdominal aortic aneurysm. The vessels have severe disease progression with aortic neck dilatation and 90 percent aortic neck angulation. It was reported approx 75 months post stent graft system implant, the stent graft had migrated due to a severe angulation of the aortic neck (MFR report# 2953200-2008-00363). The pt was treated with two talent proximal extension cuffs and three aneurx cuffs (MFR report# 2953200-2008-00447). Approx a month later, the endoleak was still present and the physician elected to explant all the stent grafts converting the pt to an open surgical conversion. The devices were discarded by the user facility. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Eval, results and conclusion: (endoleak). (Severe disease progression with the aortic neck dilatation and 90 percent aortic neck angulation).